Event description:
It was reported that the insulin pump alarmed motor error. It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 180 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and prime error alarm during prime test due to protruded/loose drive support disk. The motor passed motor test. The insulin pump had broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.